Event description:
It was reported that the patient experienced an infection at the implantable pulse generator (ipg) site which started at the spinal cord stimulation (scs) lead anchor fixation site and passed through the tunnel and spread to the ipg site. The patient symptoms included pain at the infected site. The physician assessed that the infection was device related, however, also assessed that nothing happened during the scs procedure that may have caused or contributed to the infection. A culture was taken and confirmed methicillin-resistant staphylococcus aureus (mrsa). Due to renal failure, strong medication was avoided, but vancomycin was administered. The patient underwent a procedure where the scs system was explanted. The explanted devices will not be returned as they were discarded by the medical facility. Post operatively, there was no change to patients status.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7085584. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082352. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7087608. Product family: scs-extension. Upn: m365sc3138350. Model: sc-3138-35. Serial: (B)(6). Batch: 7087036. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: n/a. Batch: 34432586.